Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal on the bottom case and plunger assembly were broken or removed upon receipt. Both front corners of the top case were cracked, and the battery was missing. Multiple error codes were found in the event history log (ehl). Upon the power up, the reported error codes could not be duplicated thus, no fault was found. The root cause of the reported issue is attributed to the acu watchdog error is a sympathy alarm that sympathizes with the primary audio alarm post error. No repair was needed due to no problem was found per the customer reported problem. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: additional information received on 28-nov-2022 via email and attached to complaint object: no patient was harmed. Issue was discovered during maintenance. H6: event problem and evaluation codes: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a watchdog memory fault error. No patient injury was reported.